Event description:
The customer reported that, during bypass, the arterial pump abruptly stopped. Without corrective measures, the pump restarted. The pump stopped again and was changed out to complete the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The customer reported that, during bypass, the arterial pump abruptly stopped. Without corrective measures, the pump restarted. The pump stopped again and was changed out to complete the case. There was no report of pt injury. The pump was examined by the hospital's medical electronics personnel, who traced the fault to the speed control potentiometer. The speed potentiometer was replaced and the pump functioned properly. The potentiometer was returned to sorin group (B)(4) for eval. The investigation is on-going. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The hosp notified the country's competent authority. This medwatch report is being filed as a result of this action.